Event description:
It was reported that during a cardiac ablation procedure with superior vena cava (svc) isolation, the pulsed field (pf) generator abruptly stopped pfa (pulsed field ablation) delivery with the sixth lesion due to a temperature spike. Additionally, while isolating the svc, a pf lesion was delivered in proximity to the patient's svc coil lead. It was noted before the procedure that the patient had another manufacturer's biventricular(biv) implantable cardioverter defibrillator (ICD), and was experiencing premature atrial contractions (pacs). The physician quickly noted the patient "lost biv pacing and the (device) battery was essentially dead"; the battery was okay prior to the ablation. It was surmised that ablation catheter was in contact with the svc coil, which is not insulated. The procedure was completed with pfa. The patient was hospitalized overnight and the following morning, the ICD device can was replaced and the device battery was replaced. The patient was in stable condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation from d10: other manufacturer's biventricular implantable cardioverter defibrillator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.